Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that their stimulation turned off on its own about a month ago. They noticed their back was hurting so they checked their stimulator and it was off. They stated the ins battery was not low and they never let the battery get low. The caller reported they were not around any strong sources of electromagnetic interference that they're aware of. No further complications reported/anticipated.